Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 3, 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9am on (B)(6) 2015. The patient reported obtaining a blood glucose reading of "163mg/dl" on the subject meter and "102mg/dl" on a onetouch ultralink meter, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with a combination of medication, including metformin, novalog and jardiance. The patient reported increasing their usual dose of novalog in response to the alleged issue. The patient reported that one hour later they developed symptoms of "weakness, shaky, fast heartbeat, sweaty, confusion and feeling like they were going to pass out". The patient reported self-treating these symptoms with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.